Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing was observed via remote transmission. Programming changes were recommended. Patient was asymptomatic. No further information was available.